Event description:
Grandson has a trach and we have been using the mckesson sterile water 250ml bottle mfg# 37-6260, for his trach cuff and for cleaning around his trach. He had developed a very bad trach infection and has been on antibiotics for over a month. We did collect a sputum culture that showed 5 different bacteria. The report is available from the doctors if needed. He also had a very unusual external trach stoma irritation that required antibiotic drops as well. We still have 2 bottles of this product, unopened, if needed for further investigation. Please advise if we need to do anything further. Thank you. This culture results care available from the doctor if needed.